Event description:
Irregular menses...elevated temps....nausea.... Abdominal pain not wnl....blood clots...headaches more frequent... Tingling to bilateral legs and left arm... Urinary discomfort... Constipation not wnl